Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading at the time of the call was 156 mg/dl. The customer stated that she changed the basal rates on her own, prior to the event. Checked the history and found that all of the basal rates were set to 0.0. No alarms were found in the history. The customer went to see her doctor, and programmed the correct basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.